Manufacturer narrative:
Subject device is an instrument and is not implanted. Synthes is unable to determine mfg site or mfg date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation could not be concluded as no device was returned.

Event description:
While drilling over a guide wire with a 3.0mm headless compression screw into the scaphoid and graft, the tip of the drill bit broke off. Two small fragments (less than 2mm on x-ray) remained in the bone and could not be retrieved. The device was lost/misplaced and not available for investigation.